Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed an e315 scope error during inspection before use in an enteroscopy. The intended procedure as it was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. In addition, it was noted, the scope connector was cracked and leaking, the angulation was insufficient, the protector and the switch button 1 was damaged.the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, e4, h6 and h10. D4 (UDI): this device is not sold in the u.s., but a similar device is. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e315 occurred due to user handling, as water invaded the cracked scope connector causing abnormal electrical parts. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ olympus will continue to monitor field performance for this device.